Event description:
It was reported the biomed pressed the on key and both pace and sense lights illuminated a few times and then the device turned off. The biomed saw no lcd (liquid crystal display). The battery was replaced and the device is working as expected. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.